Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired to deploy a clip but the jaws failed to open and remained clamped down on the tissue. The surgeon had to pull the closed device from the clamped area to release it from the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient. It is unclear if the device will be returning.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient (age, gender, and weight unknown) approximately 6 months ago. According to the complainant, during a procedure to exchange the stent, the distal end of the stent tore and remains in the patient's kidney. Another device of the same model was implanted and the procedure was completed. It is reported that a procedure to remove the stent will be performed on an undetermined date, at another hospital. The patient is reported to be in "good" condition.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.